Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 130 mg/dl.

Manufacturer narrative:
The initial medwatch reported that a unexpected shutdown occurred. Upon further clarification it was determined that the pump shutdown due to normal battery depletion which is not a reportable product problem and did not have the potential to cause or contribute to serious injury. H6: device code 1503 - remove.